Event description:
It was reported that during phacoemulsification the doctor experienced unstable chamber which resulted in broken capsule. Doctor performed a vitrectomy. Doctor reported patients pre-existing conditions to be hypothyroid, spinal fusion, and depression. Case was completed. No patient injury was reported. Doctor suspects full recovery.

Manufacturer narrative:
(B)(4). Evaluation summary: upon inspection and analysis of the unit, field service engineer completed a 2012 preventative maintenance, recalibrated vacuum, replaced o-rings and filters, installed sla battery fuse, checked all connections, reset service clock, completed system checkout and verified all modes of operation and all calibrations. Per fse unit complies with all amo specifications. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.